Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the customer has ups or tracker issues related to their itrak 3000. There was no report of pt injury.